Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing vascular diagnostic procedure. The procedure was delayed and was completed by turning the ops console monitors around. The philips remote service engineer (rse) checked the system remotely and confirmed that the flexvision monitor did not display live images. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the adapter would potentially overheat and cause display issues. To resolve the issue, fse replaced both display adapters. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor did not display live images. The case was completed with delay, using another monitor. The system was in clinical use at the time of the event. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.